Event description:
The manufacturer received information alleging an everflo oxygen concentrator's power cord had evidence of thermal damage and exposed wires. There was no report of patient harm or injury. The device is not being returned to the manufacturer for evaluation. Photographs were sent to the manufacturer. The manufacturer reviewed the photographs and confirmed the power cord has evidence of thermal damage and exposed wires. The reporting facility stated the power cord was strongly twisted and pinched. Product labeling for the everflo oxygen concentrator states, "keep the device at least 15 to 30 cm away from walls, furniture, and especially curtains that could impede adequate airflow to the device. Do not place the concentrator in a small closed space (such as a closet)."